Manufacturer narrative:
Additional information was received on the returned catheter condition. There was no resistance noticed while introducing or removing the catheter from the patient. There was no peculiarity to the heart anatomy. The sheath was 7 fr. (B)(4). It was reported that a patient underwent a procedure with a lasso navigational variable eco catheter. The signals on the bipole19-20 appeared very noisy. On removing the catheter from patient, the bipole 19-20 appeared damaged. A picture was also provided of the catheter. The procedure was completed with no patient consequence. Additional clarification was requested on the catheter condition as the picture was not clear. A response was received stating that it appeared as if the polyurethane was deformed without exposing the internal wires. Upon receipt, it was noticed that the spine cover was wrinkled between rings #18, #19 and #20, ring #18 to be squashed, ring #20 dented. A sharp edge can be inferred due to electrodes dented but it cannot be confirmed. The spine cover was torn leaving internal parts exposed (nitinol) on the proximal side of ring #20. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It is unknown how this condition was generated. Due to the reported complaint, the catheter was tested for electrical performance and failed. It was found that there were two broken wires causing the defective damage. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the condition of the rings was not originally reported on the complaint. This type of damage suggests that the catheter was toned and twisted possibly was generated when the catheter was pulled out of the sheath. The customer reported the use of a 7fr sheath. However, the instructions for use for the lasso product is recommended for using a 8 f guiding sheath. The customer complaint has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a procedure with a lasso navigational variable eco catheter. Initially it was reported that the signals on the bipole19-20 appeared very noisy. On removing the catheter from patient, the bipole 19-20 appeared damaged. A picture was also provided of the catheter. The procedure was completed with no patient consequence. Additional clarification was requested on the catheter condition as the picture was not clear. A response was received stating that it appeared as if the polyurethane was deformed without exposing the internal wires. The noise issue was assessed as not reportable as the patient's heart rhythm was still visible to the operator. Therefore, the risk to the patient was low. Follow up investigation was performed to obtain clarification to the integrity of the catheter. With the information provided reflecting that the integrity of the catheter was not compromised, this issue was assessed as reportable. The biosense webster failure analysis lab discovered on january 14, 2016 the returned product condition of the spine cover wrinkled between rings #18, 19 and #20, ring #18 to be squashed, ring #20 dented and sharp. The spine cover was torn leaving internal parts exposed on the proximal side of ring #20. The spine cover was torn leaving internal parts exposed reflects a break in the catheters integrity and the risk to the patient is critical due to the potential of thrombus from the exposure to the internal catheter. Also the sharp nature of an electrode ring may potentially cause damage to the endothelial layer of the vasculature or cardiac structures. Therefore, these lab findings have been assessed as reportable malfunctions. The awareness date was reset to january 14, 2016.